Event description:
It was reported patient with diabetes (pwd) received line blocked alarms. Pwd decided to change infusion site. Upon removal of the prior infusion site, the pwd observed that the cannula had been bent. Pwd also demonstrated hyperglycemia. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.